Manufacturer narrative:
Block h6: problem code 2921 captures the reportable event of jaws failure to close. Block h10: visual inspection found the returned device in good condition and no visual damage was noted. Dimensional and functional inspection was performed and no anomalies were noted. The analysis of the returned device found no evidence of either the alleged issue or any defect that could have contributed to the reported event. Therefore, the most probable cause is "no problem detected". A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 pulmonary biopsy forceps was used in the lungs during a biopsy procedure performed in (B)(6), 2019. According to the complainant, during the procedure, the jaws remains in semi open position and would not stay close. The procedure was completed with this device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 pulmonary biopsy forceps was used in the lungs during a biopsy procedure performed in (B)(6) 2019. According to the complainant, during the procedure, the jaws remains in semi open position and would not stay close. The procedure was completed with this device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.